Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and a crack on the tubing irrigation connector was observed. The crack damage was consistent with damage that occurs during over-rotation of the connector to the cassette port or if the connector was trying to be removed from the cassette. The sample was tested on calibrated system, during priming the system generated and error message and fluid leakage was observed from the light green irrigation connector on the irrigation and aspiration (I/a) manifold tubing. The root cause of the customer's complaint could not be conclusively determined. The crack was the source of the leakage observed, however, we are unable to confirm the root cause of the cracked connector with the available information. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that water was leaking during cataract and vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient harm reported.